Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
Based on previously reported adverse events (manufacturer report #1831750-2010-01872 and 1831750-2010-01873), an evaluation was performed on all remaining wall saver recliners located at this facility. This evaluation found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.